Event description:
It was reported that the patient faced infusion set bent cannula on second day of insertion after eating on (B)(6) 2026 which leads to high blood glucose levels upto 309 mg/dl and got treated by pump correction.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380